Event description:
Prior to surgery, the pacing mode and basic rate were re-programmed to voo at 80min-1. However, it was reported that the behavior observed on ECG monitor was vvi-like.

Manufacturer narrative:
The subsidiary confirmed that the alleged device-related event did not occur. This case is closed as such.

Event description:
Prior to surgery, the pacing mode and basic rate were re-programmed to voo at 80min-1. However, it was reported that the behavior observed on ECG monitor was vvi-like.